Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that about six months after it was installed, the patient fell backwards working with cattle and new leads couldn't be installed that worked. The battery began needing to be charged once or twice a day and then the stimulator leads stopped working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that the ins was taken out a long time ago. The patient reported that he ¿hated that thing¿ and he had problems with charging of the ins. No further complications were reported.